Event description:
Customer reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by instructing them to inspect the pump and pneumatic tap area, remove an o-ring found on the pneumatic tap, and clean the area. The customer successfully reloaded the original cartridge and chose to continue with the loading process independently. Technical support closed the case, with the customer planning to call back if any issues recurred.